Event description:
It was reported that deflation issue occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment; however, the stent had difficulty to track the lesion and deflation issue was also noted. The procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 32mm was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the device. A visual inspection of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. A microscopic examination of the stent showed no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic analysis of the bumper tip showed no signs of distal tip damage. Functional testing was performed by attaching the device to an inflation unit and the balloon was inflated to the rated burst pressure. The device held pressure, and the stent deployed without issues.

Event description:
It was reported that deflation issue occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment; however, the stent had difficulty to track the lesion and deflation issue was also noted. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.